Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that medication could not be found in the patient's profile. A technical support specialist accessed mql and discovered that the item was scheduled to commence at a designated time. The specialist advised customer to wait a few minutes and attempt it again. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system medication was not appearing on the profile. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.